Event description:
It was reported that the user experienced persistent hyperglycemia overnight and after a meal bolus while using the ilet with a connected cgm, with the pump delivering corrections and no alerts generated; the user noted a recent infusion site change after the prior site detached, initial site discomfort, and a possibility of insertion through scar tissue or a cyst, and was advised to avoid unnecessary manual entries and to replace infusion and related supplies. Symptoms included elevated blood glucose without reported clinical manifestations. Outcomes included user monitoring at home without emergency care or hospitalization. Investigation included remote review of pump reports and user interview, with troubleshooting education provided and recommendation to change all supplies. Investigation of this case revealed that the device was functioning as designed with corrective dosing and no alarms, and that hyperglycemia was likely related to infusion site integrity or placement rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related infusion site issues rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.